Event description:
It was reported that insulin continued to drip after the customer would let go of the act button on the insulin pump, during the manual prime process. The customer's blood glucose was 27 mmol/l. The set and reservoir were changed and the customer was treated. Loose connection between the tubing connector and reservoirs was also noted, as well as breaking pieces from the tubing connector when connecting to reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)